Event description:
(2/2 reference (B)(4) for all related complaints)(documenting cassette) it was reported that a non disposable clamp tubing alarm was experienced. Green flow stop. Patient not affected. Patient had silenced alarm prior to call. Settings reviewed. Pump turned off, tubing clamped and cassette removed. Tubing massaged while green tab depressed and cassette tapped on hard surface. Cassette reattached, pump turned on but alarm returns. Repeated above troubleshooting steps once more but alarm persists. Pump turned off and tubing remains clamped no further information available.